Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: two photos were provided to our quality team for investigation. Through visual inspection, the needle is observed to be bent, verifying the reported incident. A review of the internal manufacturing device record and raw material history files for the reported lot 0001372717 was performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation and without the physical sample to further evaluate, we cannot identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. Required field in the current state if other specify see manufacturer narrative.

Event description:
The tip of the needle was bent during biopsy. According to the nurse, the tip of the needle has been longer than the steering, which may have caused the needle to bend. This has occurred approx. 20 times hi, please see answers below from distributor: hi lina, we have supplied these batch numbers to kuopio: 1374720; 60 ea in (B)(6) 2020 1372717; 50 ea in (B)(6) 2020 1350086; 50 ea in (B)(6) 2020 and 30 ea in (B)(6) 2020 patient impacted; yes, sample has been unsuccessful and therefore the procedure has been done once more. No serius injury no erroneous results no additional medical intervention no other safety issues according to my experience it seems that mandrine is too short compared to needle, manufacturing failure. According to customer information, total number of affected needles is 20 ea. Please, send replacement needles to: pharmanova oy linnankoskenkatu 32 fi-06100 porvoo finland. Best regards, aarno tammela pharmanova oy.

Manufacturer narrative:
Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
The tip of the needle was bent during biopsy. According to the nurse, the tip of the needle has been longer than the steering, which may have caused the needle to bend. This has occurred approx. 20 times.